Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that the dialyzer burst while the patient was being connected. The patient experienced approximately 50ml blood loss. The sample is not available for evaluation. Upon follow up it was confirmed that the patient was connected and immediately in one minute after starting the treatment the nurse noticed the reported event. It is unknown how the dialyzer burst. Blood test strips were not used. The patient was disconnected and reconnected to another machine; the patient completed treatment. All fresenius products were used in treatment. There was no patient serious injury or medical intervention required as a result of this event. No further event details provided.

Manufacturer narrative:
Additional information provided in d9 and h3. Investigation: the sample was received. Examination of the sample revealed an internal leakage in the membrane/fiber. Visual examination and a tightness test of the sample confirmed the reported failure. There was no crack in the housing. The described situation is adequately addressed in the instructions for use (IFU) and/or on the label and the product deficiency is not related to falsification. Although our dialyzers are 100% tested for leaks with bubble-point testing during sterilization leakages due to adverse environmental conditions or mechanical stress during treatment can occur in very few cases. Batch record investigation showed that the products have been inspected according to the inspection protocol and were found conforming to specifications. No indication for any relationship with the reported failure mode has been found during the review.

Event description:
It was reported that the dialyzer burst while the patient was being connected. The patient experienced approximately 50ml blood loss. The sample is not available for evaluation. Upon follow up it was confirmed that the patient was connected and immediately in one minute after starting the treatment the nurse noticed the reported event. It is unknown how the dialyzer burst. Blood test strips were not used. The patient was disconnected and reconnected to another machine; the patient completed treatment. All fresenius products were used in treatment. There was no patient serious injury or medical intervention required as a result of this event. No further event details provided.